Event description:
High impedance was observed in the patient's programming history. It was noted that the patient had generator replacement shortly after the date in which this was observed, and high impedance was not seen. No other relevant information has been received to date.

Event description:
The explanted generator was discarded by the hospital. It was noted that the physician does not recall if he saw high impedance on the device when it was shown in the programming history. No other relevant information has been received to date.